Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with failure code 38, this condition had the potential to interrupt delivery. This condition was found in the biomed department. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with failure code 38 was confirmed and duplicated by baxter personnel. The root cause of this condition was determined to be a malfunction in the tube misloading detection circuitry. Replaced the pump head module to correct this condition. Should additional information be received a follow-up medwatch will be submitted.